Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for investigation. At this time, there is no information to suggest a product malfunction. Per the ems report, the lifevest properly delivered a treatment during vf.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. The patient's family alleged that the patient's lifevest was faulty. On (B)(6) 2017 the patient was having difficulty breathing and ems was called. Per the ems report, the patient was alert when ems arrived. During transport to the hospital the patient went into ventricular fibrillation. The lifevest delivered one treatment during vf. After the treatment ems removed the lifevest and performed their own external defibrillations and CPR. The patient reportedly suffered a seizure upon arrival at the hospital and was admitted to the ICU and placed on a ventilator. The patient was placed in hospice care and passed away on (B)(6) 2017. The patient's device has not been returned for investigation. There is no download data surrounding the event. At this time, there is no information to suggest a product malfunction. Per the ems report, the lifevest properly delivered a treatment during vf.

Manufacturer narrative:
Follow up report the device evaluation of electrode belt sn (B)(4). As received, the belt failed incoming functional testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. There is no indication that the belt malfunction caused or contributed to the patient death. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Initial report monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for investigation. At this time, there is no information to suggest a product malfunction. Per the ems report, the lifevest properly delivered a treatment during vf.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. The patient's family alleged that the patient's lifevest was faulty. On (B)(6) 2017 the patient was having difficulty breathing and ems was called. Per the ems report, the patient was alert when ems arrived. During transport to the hospital the patient went into ventricular fibrillation. Ems reported that the lifevest delivered one treatment during vf. After the alleged treatment ems removed the lifevest and performed their own external defibrillations and CPR. The patient reportedly suffered a seizure upon arrival at the hospital and was admitted to the ICU and placed on a ventilator. The patient was placed in hospice care and passed away on (B)(6) 2017. The download data surrounding the alleged event indicated that there was no treatment delivered by the lifevest.